Event description:
It was reported to philips that the heartstart mrx defibrillator charge button on the paddles was broken and failed testing. There was no patient involvement.

Manufacturer narrative:
(B)(4).